Manufacturer narrative:
The report we received from our affiliate indicated that there was a balloon leakage/rupture during a percutaneous balloon angioplasty in lower limb. The product ruptured in a severely calcified lesion in the superficial femoral artery that had a 99% stenosis. There were no adverse effects to the pt. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon/leakage/rupture.